Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 80 mg/dl at the time of the incident. It was reported doing a set change and while trying to fill the tubing and getting an alarm. It was reported the drive support disk is normal, recessed. The customer did troubleshoot the issue. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device alarmed prime during basic occlusion test due to faulty force sensor resistor. We were unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to prime alarm. The device was received with normal operating currents and passed unexpected restart error test. The device had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corners, stained address label, stained serial number label and stained end cap sticker.